Event description:
The manufacturer received information alleging the screen turned blue and displayed an hourglass icon, but delivery of airflow did not stop. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated by operational checking. It was confirmed in the log that only ui-related reboot occurred due to occurrence of a failure in ui-related parts. The device's touch panel and display board were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging the screen turned blue and displayed an hourglass icon, but delivery of airflow did not stop. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated by operational checking. It was confirmed in the log that only ui-related reboot occurred due to occurrence of a failure in ui-related parts. The device's touch panel and display board were replaced to address the issue. The display board was evaluated by the manufacturer's product investigation laboratory (pil) and found the display board functioned as designed and operated without issue or error codes.